Event description:
The reporter stated the surgeon implanted a 12.6mm micl 12.6 implantable collamer lens in the patient's right eye (od) on (B)(6) 2012. The lens was explanted on (B)(6) 2013 due to the development of a cataract. The cataract was removed and an iol was implanted.

Manufacturer narrative:
Evaluation method: medical review. Results: per medical review - reportedly icl was explanted/removed eighteen months postoperatively to address development of a cataract. The surgery was uneventful and standard iol was implanted. No reported postoperative sequelae. The type of a cataract remains unknown. It should be noted that literature reports that only 1-2% of patients develop clinically significant cataract following icl implantation probably due to patient related factors (especially high myopes and older patients). Conclusions: based on the complaint history, work order search and the medical review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4). Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found no visible damage to the lens. The lens was returned in liquid. Conclusions: based on the complaint history, work order search and the visual inspection of the returned product, a specific root cause of the event could not be determined. (B)(4).